Manufacturer narrative:
Additional information: section a: a2 patient's age and date of birth added as it was not provided on the initial submission. A3: patient's sex was added as it was not provided on the initial submission. A6: patient's race was added as it was not provided on the initial submission. Section b: b3: date of event was added as it was not provided on the initial submission. Section d: d4: unique identifier added as it was not provided on the initial submission. D6a: implant date added as it was not provided on the initial submission. D6b: explant date added as it was not provided on the initial submission. Correction: section h. Device code updated to 3003. The device investigation has been completed and the results are as follows: device history record (DHR) results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample(s)/device inspection results: the implant was returned but not in original package. The part was visually inspected and verified to be a hahn tapered implant 3.0 mm x 11.5 mm using the radiographic template. Complaint investigator measured the critical parameters against drw 3025758 rev 3.0 from DHR and found no deviation. No defect or non-conformity was observed. Root cause: the root causes of loss of primary stability at the osteotomy site was due to insufficient bone or poor bone quality. The physician confirmed the patient's bone quality was in poor quality. It was confirmed there was no abnormality with the implant.

Manufacturer narrative:
Follow-up attempts were made to obtain additional information and to have product return; however, information has not been provided. Additional follow-up will be conducted. Once new information is available, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to integrate. There was no known impact or consequence to patient.